Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the cutter was damaged and replaced and resolved the reported issue. It was noted that the device has not been regularly returned for annual pm. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the roller is not perforating the skin properly. No harm to the patient or delay involved. The roller may be out of line. The event took place outside of surgery hence there was no patient involvement. No adverse events were reported as a result of this malfunction.